Event description:
Per the audiologist, the patient reported no longer being able to hear with his cochlear implant system in 2006. The results of an integrity test done at that time were consistent with receiver/stimulator malfunction. The device was explanted one month later, and a new device was reimplanted during the same surgery.

Manufacturer narrative:
Labeling - this type of event is addressed in the device labeling.